Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was used, however; shaft fracture was noted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a quantum maverick balloon catheter. The balloon was tightly folded and bloody. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was used, however; shaft fracture was noted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.